Event description:
It was reported that while using bd bactec¿ fx40 instrument false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " false positive results."

Manufacturer narrative:
H6: investigation summary the complaint alleges a results issue (instrument bactec fx40 instrument catalog number 442296, serial number (B)(6)). Bd remote assistance communicated with the customer and advised to check whether the room temperature was maintained as per specifications (at 23 degree centigrade). This complaint is an unconfirmed failure of the bd product since the issue is caused due to the lab environment not within specifications for operating conditions of the device. The root cause is attributed to lab environment. No samples or parts were returned for this complaint, nor were they expected and thus, sample analysis was not performed. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or failure at installation. Service history review was performed for the instrument (B)(6) and no additional work orders were observed related to the failure mode. Bd quality will continue to monitor for trends associated with this complaint. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx40 instrument false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " false positive results".